Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse replaced the batteries and then completed the pm. The iabp calibrated and passed all functional and safety tests per factory specifications. It was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement and no adverse event was reported.